Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Following the implant procedure of the right atrial (ra) lead, diagnostic imaging was performed, and the lead looked taut. The pocket was reopened, and the lead was repositioned, and the procedure was completed successfully. Following the procedure, echo cardiogram was performed and there was a cardiac perforation noted which resulted in a pericardial effusion. A pericardiocentesis was performed in order to drain the blood. The patient was stable following the procedure.